Event description:
Transplant pts are undergoing chemo regimens with two drugs in particular, cyclosporin and tacrolimus. Due to the nature of toxicity of there two drugs, multiple levels are obtained via the PICC to determine appropriate dosing regimens. These two drugs are very oily. The nurses are designating one lumen for the drug and the other for the lab draw. They feel there may either be absorption or leeching of the drug between the lumens. When labs are drawn via the PICC, the results are coming back that they have toxic levels. When they do peripheral lab draws, they find these pts are within therapeutic range. Unfortunately, these initial skewed labs results in the doing of these drugs to be reduced.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.